Event description:
Reporter allged discrepant results between the blood glucose monitoring device and a valid lab result. Reported alleged at 8am, device result was 124 mg/dl and later at 11:48am, device result was 310 mg/dl. Reporter alleged a restart was done based on the high result at 11:59am and the result was hi and a lab reading at 12:02pm was 116 mg/dl. Reporter indicated controls were used to be within an acceptable range. Reporter stated it is unknown if the patient tested had eaten over the past two hours because the patient was in the unit where he had free access to food. A request was made for the return of the suspect device and replacement product was sent.